Manufacturer narrative:
One photo was provided to our quality team for investigation. The photo depicts an unknown vial with multiple white spots. This product is not part of manufacturing catalog 309646, and no additional pictures or samples were provided for further assessment. Furthermore, a device history record review was completed for provided lot number 4164888. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 309646. Batch# 4164888. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. On 12oct2024, in our bothell site, during final drug product (fdp) inspection, manufacturing (mfg) observed a mobile particulate within filled final drug product vial. Material name: syringes disposable luer-lok 5ml. Bms part #: oracle # 108632/sap # 1436597. Bms lot # bt0899145. Supplier part #: 309646. Supplier lot #: 4164888. Specification: (B)(4). Quantity of material affected: (1).